Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from a tens unit she was using. Also, the device had reached elective replacement time several months ago. The device has been implanted greater than seven years. The patient did not want a device replacement so the doctor programmed the therapy off. There were no adverse patient effects. The system remains implanted

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. The product was not replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise from a tens unit she was using. Also, the device had reached elective replacement time several months ago. The device has been implanted greater than seven years. The patient did not want a device replacement so the doctor programmed the therapy off. There were no adverse patient effects. The system remains implanted.